Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015 the pump suddenly stopped while the patient was shaving while attached to the power module. The patient briefly passed out and subsequently hit his head. The patient was transported to the ER and was asymptomatic on admission. A log file was reviewed by the manufacturer¿s technical services and multiple low speed, low flow and pump stoppages were recorded while the patient was connected to the power module patient cable. A review of x-ray images found no obvious areas of concern. The patient¿s system controller was exchanged and he was placed on an ungrounded patient cable overnight. The following day the system controller was exchanged for an upgraded version and the patient was returned to a grounded patient cable. No further alarms occurred after the controller exchanges. On (B)(6) 2015, the patient returned to the ER due to receiving multiple red heart alarms. The patient was asymptomatic on admission. A review of the system controller log file noted two episodes of low speed operation and pump stops. The patient was placed on an ungrounded patient cable and no speed drops or pump stops were captured in a subsequent log file. It was suspected that the events could be an indication of a short to shield in the percutaneous lead. On (B)(6) 2015 a percutaneous lead evaluation was performed by technical services. No open wires were found while performing phase interrupter / continuity tests. There were also no issues found when the external portion of the percutaneous lead was palpated while tethered on a grounded power module patient cable. An external percutaneous lead repair was performed on (B)(6) 2015. After re-connecting the patient to a grounded power module patient cable the red heart alarms reportedly returned when the patient reclined back in bed. Alarms did not occur at the time with other patient movements. On (B)(6) 2015 a pump exchange was performed due to a suspected internal percutaneous lead issue.

Manufacturer narrative:
Device evaluation: the evaluation of the returned pump confirmed the report of low speed alarms and pump stops due to a suspected percutaneous lead (lead) wire compromise. Continuity testing of the evaluation of the returned portion of the percutaneous lead revealed that all wires were electrically intact. Visual examination and hipot testing of the lead did not reveal any areas of compromised wire insulation. Examination of the returned pump did not reveal any deposition or thrombus formation on the smooth or textured blood-contacting surfaces. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. The percutaneous lead was returned in two segments measuring 6¿ (internal) and 31.5¿ (external, with approximately 4.5¿ of the internal portion on the proximal end). Continuity testing of the three lead segments found all wires were electrically intact. Examination of the 2¿ segment extending from the pump housing did not reveal any areas of compromised wire insulation. Examination of the 6¿ internal segment revealed that the bionate was breached and appeared melted. Removal of the clear bionate and braided shield revealed breaches in the red, orange, and yellow wire insulation exposing the inner conductors in the same location as the breach in the bionate. The orientation of the lead segment was not maintained due to where the lead was cut, so the exact original location of the wire compromise could not be determined; however, the breaches would have been located either about 4¿ or 6¿ from the pump housing. The previous percutaneous lead repair was examined and was unremarkable. Examination of the external replacement lead did not reveal any areas of compromised wire insulation. Examination of the proximal end of the 31.5¿ lead segment revealed breakdown of the braided shield on the internal portion approximately 2¿ from where the lead was cut, or about 7¿ from the proximal end of the repair site. A breach in the orange wire insulation exposing the inner conductors was noted in this location. All of the observed wire damage appeared to be the result of fatigue failure due to abrasion against the braided shield. If any of the exposed conductors contacted the braided shield while the patient was operating on a tethered power source, such as the power module, the resulting short to ground would have caused the reported alarms and pump stops. The reported event also could have been caused by a phase to phase short, which would occur if the exposed conductors of any two wires from different phases contacted each other or simultaneously contacted the braided shield while the patient was operating on tethered or battery power. Additionally, the report of a potential malpositioned inflow conduit was confirmed via x-ray. Although the inflow conduit flex section appeared to be kinked at an approximately 45 degree angle, only the pump body was exchanged and repositioned, and no post-exchange x-rays were available. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the perfusionist and physician suspected that the problem may be inflow conduit misalignment. It was reported that during the pump exchange, nothing new was done to the inflow conduit to address the reported misalignment and that only the pump was exchanged and repositioned. It was also reported that there were no new x-rays available after the pump was exchanged and repositioned.

Manufacturer narrative:
Approximate age of device - 1 year, 10.5 months. The replaced portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4). No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received from the (B)(4) registry stating: patient resents to ER today with two episodes of advisory alarms showing "low speed alarms" at night and in the morning. The morning alarm coincided with a loud alarm of 5 seconds duration. Perfusionist interrogated pump and history showed 2 pump stoppages within the time frames described by the patients. There were excessive pi events during, before and after the pump stoppages. Logs were downloaded and sent to thoratec. Patient placed on an ungrounded line and the device had no alarms. Pt. Notes that he has never had any alarms or syncopal episodes when on an ungrounded line. Information also included: malfunction component pump: yes. Malfunction component pump driveline: yes. Ae device malfunction: yes. Patient outcome: exchange. Device malfunction causative factor: end of component expected life.